Manufacturer narrative:
The investigation determined that lower than expected vitros upro results were obtained when processing non-vitros biorad quality control fluids using a vitros alb slide cartridge that was mis-identified as a vitros upro slide cartridge on a vitros 5600 integrated system. The tsc confirmed via e-connectivity that the initial vitros upro results were all generated from a single vitros slide cartridge that was likely manually loaded as vitros upro, however, the actual cart loaded was a vitros alb cart. The root cause of this event is user error while manually loading a vitros slide cartridge. The vitros 5600 integrated system software was operating as expected. After the error was discovered, quality control fluids were run using a verified vitros upro slide cartridge and the vitros upro repeat results were within expected ranges.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical support center (tsc) to report lower than expected vitros upro results obtained from non-vitros biorad quality control fluids tested on a vitros 5600 integrated system. While investigating the issue, it was determined that the vitros upro results were obtained from a vitros alb slide cartridge that was mis-identified as a vitros upro slide cartridge. Discrepant results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros upro results initially obtained from the mis-identified vitros alb slide cartridge were from quality control fluids and were not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).